Manufacturer narrative:
Analysis was normal. No anomalies found.

Event description:
It was reported that the patient experienced pain in the pocket area and felt movement of the device around the pocket and presented in clinic for a follow up. The patient demanded for explant of the confirm. The patient is not pacemaker dependent. The implantable cardiac monitor was explanted. The patient was stable post procedure.